Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, scissoring occurred at the 2nd firing. After that, the device functioned as intended when it was fired out of the patient, so it was used for the patient again. However, the trigger could not be grasped at the 8th firing. Then, the device was removed from the patient and the trigger was forcibly grasped outside the patient, and then the trigger did not return to home position. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? --- the information was not provided from the hospital. Were any unexpected noises heard? If so, when? --- the information was not provided from the hospital. Did anything unexpected happen prior to this incident? ---no.